Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the display screen was blank when the pump was powered on. The pump was opened and moisture damage was found to internal components of the device. Unrelated to the moisture ingress issue, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture inside the pump. This report is made based on results of investigation completed on (B)(6)2015.